Event description:
Caller reported cartridge alarm 20 during the load process. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to multiple daily injections as a backup therapy, and cts arranged for a replacement pump with updated software to be sent. Instructions for storage mode and pump return were provided, and caller acknowledged understanding of the steps required for receiving and managing the replacement pump.